Event description:
International affiliate reports three pts developed post-surgical infections following spine surgery at hospital. The hospital personnel inspected materials and products used during those surgeries including surgical patties. The catalog and lot number info provided is the only specific product info available. The hospital is unwilling to provide additional info nor are they certain that the referenced product was a direct cause of the event.